Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. She has not been able to perceive magnet stimulation lately and magnet activation has not helped with the pt's seizure activity. Interrogation of the device revealed that the device is not at end of service on (B) (6) 2010. It is unk if the increase is above pre-vns baseline. The pt's physician believes that the increase is related to the end of service condition of the generator even though eri flag is no. The pt's generator was replaced successfully with post-operative diagnostic test results within normal limits. Good faith attempts to obtain add'l info regarding the reported event and explanted product for analysis are underway.